Event description:
The customer reported that during the elective procedure to replace the pacemaker, the associated leads were removed from service (capped). It was noted that the pacemaker had been programmed to vvi mode in 2000, due to performance issues with the atrial lead. The ventricular lead (oscor) had sustained insulation damage. Both leads were surgically abandoned and replaced with a new single chamber pacing system implanted on the right side. The oscor lead was actively implanted for approximately 17 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis; as a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.